Event description:
Healthcare professional reports one incident of a pt reaction with the psn dialyzer. It was reported that at the start of treatment, vital signs were stable. At three hrs into treatment, the pt complained of a headache. Fifty mins later, the pt complained of a headache and dizziness. Tratment was stopped ten mins early. It was noted that the pt's blood pressure (120/60) and heart rate (unk) remained stable throughout treatment. Per the pt's physician, the pt had been under dialyzed up to the time of this event and the pt had recently changed to three treatments per week. The physician further noted that the pt has chronic elevated phosphate levels and is non-compliant with treatment. It was reported that the pt now dialyzes with the ca-hp 210 dialyzer without incident.